Event description:
The facility's biomed reported a fail code 814:04, which occurred at power up during troubleshooting. The biomed stated they have no record of any pt incident involving the pump since the last baxter service event.